Event description:
It was reported by the customer, the patient¿s PICC line was well patent, blood return was good, and it was flushed with nacl 0.9%. The patient received paclitaxel via the PICC line, and after the first 10ml, the patient experienced severe pain around the insertion site. The infusion was stopped and flushed with nacl, but the pain persisted. The paclitaxel was administered peripherally, and the PICC line was removed. A break was found in the PICC line approximately 5cm distal to the hub. A new PICC was not inserted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, the patient¿s PICC line was well patent, blood return was good, and it was flushed with nacl 0.9%. The patient received paclitaxel via the PICC line, and after the first 10ml, the patient experienced severe pain around the insertion site. The infusion was stopped and flushed with nacl, but the pain persisted. The paclitaxel was administered peripherally, and the PICC line was removed. A break was found in the PICC line approximately 5cm distal to the hub. A new PICC was not inserted. Additional information provided: no urgent/life threatening medical situation took place. Break was discovered from pain at gift 10ml nacl (B)(6). Cytostatic treatment was given via pivc instead. Break was in the vein, no pieces were retained in the patient, no surgery was required to remove any pieces, all pieces were accounted for. There are no xray images available for this event. Patient was had paclitaxel infusion at time of break. No reported patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed between the 3 cm and 4 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, the patient¿s PICC line was well patent, blood return was good, and it was flushed with nacl 0.9%. The patient received paclitaxel via the PICC line, and after the first 10ml, the patient experienced severe pain around the insertion site. The infusion was stopped and flushed with nacl, but the pain persisted. The paclitaxel was administered peripherally, and the PICC line was removed. A break was found in the PICC line approximately 5cm distal to the hub. A new PICC was not inserted. Additional information provided: no urgent/life threatening medical situation took place. Break was discovered from pain at gift 10ml nacl 0,9%. Cytostatic treatment was given via pivc instead. Break was in the vein, no pieces were retained in the patient, no surgery was required to remove any pieces, all pieces were accounted for. There are no xray images available for this event. Patient was had paclitaxel infusion at time of break. No reported patient harm.